Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet during the learning phase, self-corrected the hypoglycemia, and subsequently had elevated blood glucose; the agent provided education on the correction protocol to mitigate overcorrection¿related hyperglycemia. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 198 mg/dl. Outcomes included no hospitalization or intervention beyond oral glucose intake. Investigation included troubleshooting and education with the patient. Investigation of this case revealed user-related overtreatment of hypoglycemia. It was concluded that the device performed as expected and that user behavior contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.